Event description:
A report was received that a patient will undergo a pocket revision. The patient does not like the location of the ipg due to it catching on to things and being uncomfortable to her.